Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the pc over ip (pcoip) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during preparation for a sacroiliac and thoracolumbar procedure the camera cart monitor cycled and rebooted without user prompt. There was no delay to the procedure. There was no reported impact on patient outcome.